Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized for the event. Treatment was not reported. Pd therapy was discontinued and the patient was started on hemodialysis for six weeks. Four days after onset, the patient was discharged. Patient outcome was not reported. No additional information is available.